Event description:
Tried to program pm with stable low rv impedance to MRI mode and got an error message. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).